Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not recharge his scs ipg and has now lost system therapy. An sjm rep met with the pt and confirmed no communication with external devices could be established. Surgical intervention was take place at a later date to address the issue.